Event description:
The recipient reportedly experienced device extrusion. The recipient presented with skin erosion, swelling, and suspected infection. The recipient was given antibiotics (type unknown). Testing confirmed staphylococcus aureus. The recipient is healing well. Additional information regarding treatment details were not provided.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.